Event description:
On (B)(6) 2012, the patient claimed he accidently primed the animas pump while he was connected and had a low blood glucose incident. The patient had reported the incident to his cde whom in turn relayed the information to animas. Animas has made several attempts to contact the patient for more information but was not successful. A letter has been sent to the patient requesting a call back. This complaint is being reported due to use error (patient primed while attached to the insulin pump) and because the patient reportedly had a low blood glucose incident while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 05/07/2015 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior. Data relevant to the complaint was overwritten due to continued pump use. The total daily dose correlated appropriately to the user programmed basal rate. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.